Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2023-01172, related manufacturer reference number:1627487-2023-01173. It was reported that the patient experienced ineffective therapy and pain at the ipg site. Troubleshooting revealed high impedance on both extension due to migration of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was repositioned, and the extensions were explanted and replaced to address the issue.